Event description:
During service at baxter, a technician reported a colleague infusion pump that had failure code 810:11 that was caused by an ail pcb (air in line printed circuit board) that was out of calibration and was recalibrated by service. There is no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version for this device is 5.09.90, categorized as remediated.there is no further complaint information available.

Event description:
Caller states patient tested 4.7 inr and 3.2 inr on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.